Event description:
"ICU pt was on an insulin drip. The pump was programmed in error at a rate change to 105 units per hour instead of 1.5 units as ordered. Pt became tachycardic and diaphoretic. Pt given d50 per protocol. Pt blood sugar had dropped to 36. Pt recovered from low blood sugar with intervention. Though requested by baxter, info was not available regarding the pt's status, serial number of the pump involved, blood sugar levels prior to the event and after dextrose was administered, and set up of the pump.